Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The device was received with the leads attached and detections were on. A review of the save to disk file shows that a couple of dvdd power supply power on resets (por) occurred on (B)(6) 2015 and had a total cumulative charge time of over 2171 seconds. Was able to obtain the s2d file at auto interrogate but by the time preliminary analysis was completed the device had no telemetry or output. No definite conclusions can be made.